Event description:
It was reported that the patient was admitted in (B)(6) 2022 for sepsis.

Manufacturer narrative:
The event date was estimated. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient became septic was admitted from (B)(6) 2022 to (B)(6) 2022. The patient was treated with intravenous (IV) antibiotics. It was noted that the event resolved but the patient remains chronically infected and on IV antibiotics.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.